Event description:
It was reported that during a follow-up the device exhibited the end of replacement indicator alert. There were no adverse consequences, patient was fine. No further information was available.

Manufacturer narrative:
(B)(4).